Event description:
Related manufacturer reference number: 2017865-2022-11177. It was reported that the patient presented in clinic for follow up. Upon review, the pacemaker and right ventricular lead exhibited loss of capture and high capture threshold. No intervention was performed. The patient died from an unrelated cause of death.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, only the connector portion of the lead was returned in one piece. Visual analysis found no anomalies with the exception of damage occurring at time of procedure. Electrical testing was normal.